Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, it is unknown if continuous flush was set up and maintained throughout the clinical procedure, no excessive force was applied while advancing the coil. The resistance was felt at the shaft. The coil was advanced slowly and gently. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during procedure, when the coil (subject device) was inserting into the non-stryker microcatheter, the resistance was encountered at the shaft. The main coil (subject device) was prematurely detached inside the microcatheter. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, when the coil (subject device) was inserting into the non-stryker microcatheter, the resistance was encountered at the shaft. The main coil (subject device) was prematurely detached inside the microcatheter. There were no clinical consequences to the patient reported as a result of this event.